Manufacturer narrative:
We have received the device for evaluation and we have confirmed the reported incident. We observed a cut in the common carotid balloon causing this leakage. Internal carotid balloon inflated and deflated properly. It is likely the common carotid balloon was caught on the snapping feature of the tray during removal of the device from the packaging. Based on investigation performed for similar complaints reported from other users, we have already implemented a corrective action to resolve this issue by removing two of the locks that sits beneath the balloons to prevent any balloon damage. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of similar nature for devices from this lot. The malfunction was detected during pre-use check. Procedure was completed using another f3 carotid shunt.

Event description:
Common carotid balloon leaked during pre-use check.